Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, kink on cable, and faulty charged coupled device (ccd) which caused the reported issue. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head exhibited no image. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, or user injury associated with this event.

Event description:
The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information in b5 was inadvertently left out of the initial medwatch report. Please see updates to b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a charge-coupled device failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.